Manufacturer narrative:
A field service engineer (fse) was dispatched and determined that the aspiration probe was mis-aligned and verified the needle aspiration. After repair, repeatability, controls and patient samples were run to confirm the instrument operation. Root cause is attributed to a mis-aligned sample aspiration probe.

Event description:
A customer contacted beckman coulter inc, (bci), reporting that calibrator material leaked from the tops of the rubber cap of the s-cal vials during calibration processing on the unicel dxh 800 coulter instrument. The operator was wearing lab coat, gloves, eye protection, and gloves. There were no reports of exposure to mucous membranes or open wounds. There was no death, injury or effect to the user.